Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to bent/broken video connector socket pins. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. [6.3 connection of an endoscope] do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failure of the video connection socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the pins in the video connector socket on the evis exera iii video system center were bent. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the video connector socket had failed. This report is to capture the reportable malfunction of the failed connector noted at estimation.